Event description:
It was reported that the patient was implanted with the trial yesterday around 7:30 am and went home after the trial and felt sick and had diarrhea. The patient partially pulled out the first lead and then possibly the second lead. It was noted that the patient returned to their health care provider¿s (hcp¿s) office yesterday and had both leads removed. The caller was from (B)(6) and found out this information today when they called to check on the patient. It was noted that the patient did not want to speak to patient services and the patient was going back to see their hcp on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).